Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving pri alt/ziconotide (10 mcg/ml at 4 mcg/day) via an implantable infusion pump. It was reported that the patient has complained of loss of efficacy ever since the pump and catheter were replaced in 2015. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and revealed that the catheter was not in the intrathecal space but possibly the epidural. Surgery was to be scheduled to replace the catheter. The issue was unresolved at the time of this report and the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.